Event description:
It was reported that this right ventricular (rv) defibrillator lead was surgically abandoned due to isometric noise and oversensing. There was no pacing inhibition. No additional adverse patient effects were reported.